Event description:
On december 3, patient had a carotid endarterectomy. On december 4, patient was brought back to or with a large hematoma over incision area. During following week the surgeon stated patient died. Dr. Stated the suture knots were still tied and it looked as if the suture had split. Manufacturer to provide quality control results of suture back to hospitaldevice labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: a device from same lot was evaluated, visual examination. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device returned to manufacturer/dealer/distributor. The device was not destroyed/disposed of.